Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that a medical personnel reported seeing noise that appeared to be electromagnetic interference (emi) related on the right atrial (ra) channel. However they were questioning if it could potentially be related to oversensing of the minute ventilation signal. It was further noted that the clinic was aware of an unspecified issue with the ra lead where they suspected the underlying cause to be a lead fracture. Boston scientific technical services (ts) suggested turning off the rate response trend feature to determine the underlying cause of the noise. The ra lead remains in service and no adverse patient effects were reported.